Event description:
The clinic reported a leak from the top of the venous drip chamber during pt treatment, resulting in a blood loss of approximately 200cc. The pt's blood tubing was changed without incident. The clinic also reported no pt injury occurred, and no medical intervention was necessary. Co was unable to determine the extent to which blood may have been returned to the pt.